Event description:
The nurse was attempting to pull benadryl from the vial and noticed the syringe was leaking from the back portion of the device. Syringe wouldn't allow the nurse to then push the plunger in.

Event description:
The nurse was attempting to pull benadryl from the vial and noticed the syringe was leaking from the back portion of the device. Syringe wouldn't allow the nurse to then push the plunger in.